Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the past for mild diabetic ketoacidosis. The customer also reported noting their site was red and the insulin pump never alarmed no delivery. The customer's blood glucose was between 250 mg/dl and 300 mg/dl at the time of incident. Customer was unable to lower their blood glucose, prompting the hospitalization. The customer also reported experiencing nausea. The customer was treated with an IV of insulin and two boluses. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined to return the insulin pump for analysis.